Manufacturer narrative:
The device was not returned to endogastric solutions (egs) for evaluation as it was held by the hospital's risk management department. Egs confirmed with the physician that the patient's admission to the hospital was out of an abundance of caution, and not to preclude permanent damage to a body structure or function. The most likely cause of the resistance during device removal is the endoscope not properly positioned inside the tissue mold chassis during device removal. Although no serious adverse event is associated with this complaint, it has been established that an improperly positioned endoscope during device removal is likely to cause or contribute to a serious adverse event.

Event description:
Resistance was felt around the patient's cricoid area during device removal. While troubleshooting the resistance, the endoscope operator noted the endoscope was unable to be advanced, retracted, nor rotated. The patient was re-positioned and jaw thrusts were performed. The device was successfully removed, and the endoscope was seen protruding from the tissue mold chassis links approximately 5mm. The patient's esophagus was swollen and scraped around the cricoid area. The patient was subsequently admitted to the ICU for observation and discharged (B)(6) 2018.